Manufacturer narrative:
Evaluation: a lot order search was conducted on the ftp and cartridge. There were two similar complaints found for the cartridge and one similar complaint found for the ftp.

Event description:
It was reported that the surgeon inserted a competitor's lens and both haptics were torn during insertion. The incision was enlarged to remove the lens and sutures were required to close the wound.